Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit's touchscreen did not work. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 09apr2019 , date rec¿d by MFR : 05mar2019. The manufacturer's field service engineer (fse) performed troubleshooting; however, the reported issue was unable to be duplicated. The touchscreen was responsive and passed calibration testing. The screen was also clean and showed no visible damage. The fse replaced the touchscreen as a precaution. The device passed touchscreen calibration testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 27may2019, date of report : 30may2019 . Conclusion / root cause: during failure analysis, a visual inspection of the touchscreen assembly showed no signs of damage or contamination. During testing, no fault was found with the touchscreen. The reported failure could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.